Event description:
Report received that a patient was seen in the clinic and his generator was unable to be interrogated. Multiple programmers were reportedly used, but none of them could interrogate the generator. The next day, the manufacturer's representative performed additional troubleshooting. The device reportedly could still not be interrogated. The wand was re-positioned and emi was avoided but the issue did not resolve. The physician's three programmers were used on a demo generator and successfully interrogated this demo generator. A battery life calculator indicated the generator should have had sufficient battery life to be interrogated. Clinic notes were also received and indicated the patient had experienced an increase in seizures for a couple of months before the failure to program was reported. A review of the device history record indicated the generator was potentially manufactured using the laser routing process which is known to contribute to premature battery depletion. However all other quality inspections were performed and passed. The programming data from the generator was reviewed and analyzed. The last available day in the data was reviewed. It showed that a low battery indicator was being seen. However, the expected battery life based on the programmed settings indicated that more life should have remained. This discrepancy suggested the battery had depleted prematurely. The generator was later replaced and reportedly discarded. The returned implant card indicated the device could not be interrogated prior to replacement due to complete depletion. No additional relevant information has been obtained to date.